Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). The evaluation confirmed abnormal image. The evaluation also found following failures. The image guide unit was dyeing due to the liquid. There was debris in the objective lens. There was a stress fracture between the bending section and connecting tube. There was leak from two locations on the bending rubber. There were significant rust and corrosion found within the bending section. The bending angle does not meet the specification. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. It is considered that the image guide was dyed because liquid was invaded from the leak point on the bending rubber, resulting in the abnormal image. The operation manual of the subject device has already described as follow; - do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause damage to the bending mechanism or other malfunctions.

Event description:
Olympus was informed that the video image of the subject device became abnormal during an unspecified procedure. There was no patient injury reported.